Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter was stretched on its proximal shaft at 2.5cm distal to the strain relief and the catheter outer shaft had been separated. According to the complaint the hoop was flushed prior to removing the microcatheter and there was difficulty removing the microcatheter from the dispenser hoop, however there were no difficulties removing the microcatheter from the hoop in the lab. Per the dfu; ¿before removing the microcatheter from the dispenser coil, flush the dispenser coil with heparinized saline to wet the hydrophilic segment of the microcatheter.¿ from the damage to the microcatheter noted during analysis it appears there was inadequate flushing of the dispenser hoop which resulted in the microcatheter damage. Therefore; a probable cause of user error caused was assigned to the catheter shaft stretched and catheter shaft broken.

Event description:
During the analysis of the returned device, it was revealed that the catheter outer shaft had been separated. No clinical consequences reported to the patient.